Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted. Investigation was unable to determine further details.